Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker appeared to be oversensing noise on the right ventricular (rv) channel. No adverse patient effects were reported. It was requested that boston scientific technical services (ts) reviews data files regarding this observation. The data was reviewed and it was determined that there were high pacing impedance measurements on both the ventricular lead and atrial lead measuring greater than 3,000 ohms. The patient's leads are non-boston scientific products. Additionally, there was undersensing of atrial fibrillation (af). The atrial lead is programmed off however, ts further recommended that the daily intrinsic amplitude and impedance measurements are also programmed off. The noise reported on the ventricular channel correspond to the 20 hertz (hz) pattern for minute ventilation. Therefore, the minute ventilation was programmed off and the accelerometer was programmed on. No further complications have been reported. This patient will continue to be monitored. This product remains in-service.